Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was not observed. Bd does confirm that there was an additive abnormality and that the photo confirms large droplets of additive in the tube. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: bd confirms additive abnormality. The photo appeared to have a large size droplet in the tube. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessel¿s hemispheres. In such instances, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Lager droplets of the solution in close proximity to one another then tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had foreign matter in the tubes. No injury or medical intervention.